Event description:
Osteotome broke when surgeon trying to dislodge liner implant from hip, as patient was still with an unstable joint, and it needed removed. Osteotome splintered when broken and a piece was found via x-ray. Surgeon then irrigated, rinsed, suctioned, removed foreign body, x-ray was taken and surgeon confirmed no foreign body retention was seen. Sufficient per surgeon.